Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.